Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens resolution was checked. The optical resolution is acceptable. Additional information provided in h.10. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
The product was returned in a water like liquid inside a plastic tube. The lens was allowed to dry. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic or optic damage observed.associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. No cosmetic anomalies observed. No glare observed. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had glare and waxy vision. Surgeon said there was a plan to exchange the iol. The lens was exchanged approximately 6 weeks after initial implantation. Additional information was requested.